Event description:
The customer reported the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system generated a no-value, indeterminate (ind) flagged troponin I (accutni+3) result for one patient. This result was accompanied with sample count outside limits error. The results were not reported out of the laboratory and there was no change to patient treatment in connection with this event. The customer did not provide sample or patient information. The customer reported that accutni+3 calibration passed specification and total bhcg (5th is) and vitamin b12 calibrations had failed. Accutni+3 quality control (qc) data was not provided. The patient sample was repeated and generated a numeric accutni+3 result.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, sex or weight. Service was not dispatched. Beckman coulter (bec) customer technical support (cts) guided customer to troubleshoot the issue and determined that the fitting on the top of the substrate probe was loose. This can cause the introduction of air into the substrate fluidics line and manifest as ind-flagged results and calibration failures due to the improper dispense of substrate. The customer was guided by cts in tightening the fitting. The customer verified system performance with a passing system check and was instructed to repeat all patient samples that may have generated ind-flagged results.